Manufacturer narrative:
(B)(4). Batch # p94g4m. Investigation summary: the device was returned with no apparent damage. The device was tested on a gen11. During functional testing the clamp arm of the device could not open and close. The lever did not actuate the clamp arm. The device was disassembled and it was found that the lever link pin was missing. This rendered the clamp arm nonfunctional. It was also noted that the y-link was broken. The broken y-link caused the missing link pin and impacted the performance of the clamp arm. The y-link issue is under investigation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, the handle was damaged and the jaws became not to close. But no pieces fell into the patient and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.